Event description:
It was reported that during a laparoscopic hysterectomy procedure, as the surgeon was using device, the insulation which runs along the jaws of the scalpel detached. The insulation was retrieved from patient and taped and retained with device for attention of the sales rep. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned with tissue pad detached and returned with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and generator and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were noted. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU can also result in removal of the pad during use.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.